Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the transmitter (part number stt-gl-003/serial number 69bm9/lot number 5197688) being used with the sensor was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. It was reported that the patient did not calibrate since seeing the inaccuracy. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted in the buttocks on (B)(6) 2015. Patient did not calibrate according to user guide recommendations. At the time of contact, no injury or medical intervention was reported.